Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Additional information was later received which confirmed that this malfunction was in fact only occurring on one cylinder, making this a non-reportable malfunction under zimmer biomet criteria. This medwatch report should therefore be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during surgery that this unit was registering full cylinders during a case when the cylinders were not full according to staff. No adverse events have been reported as a result of this malfunction.